Event description:
It was reported a patient uderwent a total cyst excision on (B)(6) 2022 and a reservoir was used. Several hours after in the ward/ICU, although trying to lock the reservoir in order to do suction again, the reservoir could not be locked. So the reservoir was crushed manually and the drainage port was closed, and suction was applied again. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if the manually crushed reservoir was the same than the reservoir that could not be locked? Yes. What is the lot number? No further information is available. No further information will be provided. No product is available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.